Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a bilateral arteriotomy closure of the right and left common femoral artery (rcfa and lfca) was attempted with two proglide devices after a neuro aneurysm interventional procedure using a small-bore sheath. Reportedly on the rcfa, the suture knot was successfully advanced (worked as intended); however, complete hemostasis was not achieved (more than oozing, but not pulsatile). Manual arterial compression was applied to the rcfa to achieve hemostasis. Additionally, a cuff miss occurred with the proglide on the lcfa. Manual arterial compression was applied to the lcfa to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.